Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient implanted with an implantable neurostimulator for failed back surgery syndrome; chronic low back pain; failed back surgery syndrome and chronic low back pain via the manufacturer representative. It was reported that the patient¿s implant reads impedance greater than 3600 ohms and this implant is in eri and there is no surgery date scheduled for replacement. It was reported that the patient stopped feeling stimulation with the implant in (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that impedances had been checked twice with different references in addition to having called technical services. However, they had been unable to determine any cause. The impedance issue remained unresolved as the patient was waiting for a revision to be scheduled for an entire system replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.